Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer was able to fill the original cartridge with the original needle. Customer¿s blood glucose (bg) level was 53 mg/dl, cause was unknown. Customer consumed carbohydrates to address bg.